Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: cervical and thoracic . This report is referencing the patient's cervical system. The patient also has 2 leads (same lot) implanted as part of his scs system. It was reported the patient experienced discomfort (described by the patient as shocking) at the lead site during storms. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.